Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a hot axios stent was to be implanted transgastric to the pancreas to treat a pancreatic cyst during a pancreatic cyst drainage procedure performed on (B)(6) 2022. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the second flange was fully deployed inside the scope; however, the second flange was unable to release from the scope. The stent eventually release from the scope but was deployed in incorrectly inside the cyst. The stent remains implanted and will be removed at a later date. The procedure was completed using a 20mm axios stent. There were no patient complications reported as a result of this event. Note: a photo of the device provided by the complainant shows that the inner shaft appears kinked at the distal end.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a1502 captures the reportable event of stent positioning issue. Block h10 a hot axios delivery system was returned for analysis; the stent was not returned. The delivery system was returned in position "2". Visual examination of the returned device found the inner sheath kinked. A media inspection was performed of a photo provided by the complainant and it was also observed that the inner sheath was kinked. A dimensional inspection was performed and the length of the black marker and the inner and outer diameter of the outer sheath were measured to be within specification. No other problems were noted to the delivery system. The reported event of inner shaft/sheath kinked was confirmed. The reported events of stent positioning issue and stent difficult to deploy could not be confirmed because this failure occurred during the procedure and it is not possible to replicate in the laboratory of analysis. Taking all available information into consideration, the investigation concluded that the reported events and the observed failures were likely due to factors encountered during the procedure. It may be that lesion characteristics, how the device was handled, the technique used by the physician and/ or normal procedural difficulties encountered, limited the performance of the device and contributed to the reported events and the observed failure. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, improper axios stent placement is noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on april 13, 2022 that a hot axios stent was to be implanted transgastric to the pancreas to treat a pancreatic cyst during a pancreatic cyst drainage procedure performed on april 13, 2022. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the second flange was fully deployed inside the scope; however, the second flange was unable to release from the scope. The stent eventually release from the scope but was deployed in incorrectly inside the cyst. The stent remains implanted and will be removed at a later date. The procedure was completed using a 20mm axios stent. There were no patient complications reported as a result of this event. Note: a photo of the device provided by the complainant shows that the inner shaft appears kinked at the distal end.